Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a that the display screen was dim and faded after visiting with the health care provider. The reporter stated that the pump was difficult ot read in bright light and was an issue for a couple of months. The reporter confirmed that increasing the contrast to max did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.